Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: state, shanghai e3: reporter is a j&j employee. H3/h6: device history lot a manufacturing record evaluation was performed for the finished device product code#:(B)(4). Lot #:202p858 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23/09/2021 manufacturing site: jabil bettlach expiry date:01/09/2026 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in china as follows: it was reported that the zipfix broke/broken off during the surgery. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves one (1) device. This report is for one (1) sternal zipfix cable tie w/needle peek s. This is report 1 of 1 for complaint (B)(4).